Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced fluctuating high and low blood glucose readings. The customer's blood glucose reading was over 600 mg/dl in the middle of the night. The customer accidentally deleted the basal rate settings on her pump. The customer stated that she had low readings a couple of times. The customer declined to troubleshoot for low readings. The insulin pump was not returned for analysis.